Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional devices implanted and/or related to this event: pxc121200/7052556. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.

Event description:
On (B)(6) 2009, this pt was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2012, this pt underwent a reoperation to repair a type ii endoleak. The physician performed a coil embolization of the inferior mesenteric artery.